Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a blood glucose of approximately 280 mg/dl that trended down gradually to the 230s before returning to range later the same day; the user had performed a site change prior to the initial report, received minimal insulin due to multiple lows the prior day, and was advised on timing of meals and to evaluate insulin absorption if needed. Symptoms included elevated blood glucose. Outcomes included return to glucose range without hospitalization. Investigation included remote clinical troubleshooting and user education regarding site function, insulin delivery, and meal announcement. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the event was consistent with transient hyperglycemia of unclear cause possibly influenced by recent low-glucose reductions in insulin delivery and meal timing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.